Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of the lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional info was requested to the coating site for coronary artery restenosis. The investigation revealed that no nonconformances were issued during the coating process, and that no anomalies were found for the lot involved. Restenosis is a known potential adverse event following coronary stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are pt and lesion characteristics that may have contributed to the reported event, specifically the extensive cardiac disease state, the areas of recurrent restenosis and the risk factor of hypertension.

Event description:
The complaint received states the pt underwent coronary stent implantation with cypher stents and experienced instent restenosis. The pt was a male with a history of hypertension and previous pci with multiple bms (bare metal stent) implanted in the lad with subsequent rotablator and brachytherapy for treatment of restenosis, and lad/diagonal bypass grafting (CABG). Unknown bare metal stents had been implanted in the lad, multiple subsequent procedures were performed including rotablator and brachytherapy in an effort to maintain vessel patency, but restenosis occurred repeatedly. In 2003, two cypher stents were implanted for treatment of restenosis; one in the distal lad and one in the mid-proximal lad. As reported by the patient's daughter, he had CABG (coronary artery bypass grafting), several months later in 2003. According to the physician who performed the cypher stenting, "the cyphers were implanted in the lad in 4/03 for bms restenosis and the procedure included brachytherapy. The pt exhibited restenosis within the cypher stents and was referred for surgery. Surgery was performed with grafts placed to lad and diagonal in 2004-5." The reported dates of the CABG differ when reported by the daughter and the physician. Info received revealed that the pt had passed away of cardiac reasons approximately four years post cypher implantation. The physician further stated, "from my point of view, cypher stents were not in any way responsible, as the pt continued taking plavix and he had bypass graft to lad." The stents remain implanted thus unavailable for analysis.